Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, high left ventricular lead impedance was observed intermittently on a remote report dated (B)(6) 2017. The left ventricular lead impedance progressively increased to reach 3000 ohms. The ICD was reprogrammed in vvi mode at 40 min-1. Preliminary analysis showed that the reported issue is most likely related to a lv lead issue or a lead/ICD connection issue at left ventricular level.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, high left ventricular lead impedance was observed intermittently on a remote report dated (B)(6) 2017. The left ventricular lead impedance progressively increased to reach 3000 ohms. The ICD was reprogrammed in vvi mode at 40 min-1. Preliminary analysis showed that the reported issue is most likely related to a lv lead issue or a lead/ICD connection issue at left ventricular level.